Manufacturer narrative:
One device was returned for repair with complaint that device loses power while running. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log indicated loss of power while running alarm. Visual and functional testing was performed, and complaint was not confirmed. Device did not experience power loss during testing on ac power or battery power.

Manufacturer narrative:
B3: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device lost power while running. There was no patient involvement.